Event description:
It was reported that during follow up, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead remains implanted. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.